Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# v011860, product type: lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that beginning about three weeks ago something is wrong with their device. It either has a dead battery or the wire is broken. The patient has been in a lot of pain. They said their healthcare professional (hcp) requested to have a manufacturer representative (rep) check the device but they have not heard anything back yet. Patient services sent out a rep request email. Additional information was received from a rep on 2017-jun-14. They stated that they know this patient and would call them as the battery is likely at end of life (eol). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-26. The rep stated that they were not given the patient¿s weight. Impedances were checked and all electrodes were in range. The implantable neurostimulator (ins) replacement was scheduled for (B)(6) 2017 due to normal battery depletion. The information was confirmed with the physician. No further complications were reported/are anticipated.